Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system (model#m-4800-01, serial# (B)(4)); stockert 70 system (model# m-5463-01, serial# (B)(4)); coolflow pump (model#m-5491-02, serial# (B)(4)); soundstar 3d catheter (model# m-5723-05, lot# OEM). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. During the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 750cc of fluid was removed from the pericardial space. The patient was stabilized and the procedure was then continued and subsequently completed. The patient was transferred to the ccu for observation. Additional information was received regarding the event. The physician decided to start off left sided so he went transseptal with no luck after a voltage map. The transseptal puncture was done with an agilis sheath and a brk needle. The physician was not sure exactly when the perforation occurred but believes it was probably when going left sided. After the patient was drained, the physician continued the procedure and mapped the right side. There were no error messages on the biosense webster equipment during the procedure. No ablation was administered to the patient. The patient was anticoagulated with heparin.